Event description:
It was reported that the subject device exhibited a no power, the issue occurred during preparation for use, before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and due to a correction required, updated fields: d8, d9 date returned to mfg, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Corrected field: h6 - component code, corrected to imager. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unable to switch on due to defective power supply, the capacitors has oxidized and dp board damaged at composite output. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.